Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cycler set pin during fill 5 of 5 of their pd treatment. Prior to the leak, the patient contact reported receiving a patient line is blocked alarm during fill 5 of 5 of treatment and the treatment was cancelled. Fluid was not discovered in the pump module area; fluid was not discovered on the external of the cassette. The patient contact was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the incomplete fill. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per the treatment data, the pdrn confirmed the patient completed treatment with the cycler the day of the reported event as well as the following days afterwards. The pdrn could not confirm if the cycler set was available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cycler set pin during fill 5 of 5 of their pd treatment. Prior to the leak, the patient contact reported receiving a patient line is blocked alarm during fill 5 of 5 of treatment and the treatment was cancelled. Fluid was not discovered in the pump module area; fluid was not discovered on the external of the cassette. The patient contact was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the incomplete fill. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per the treatment data, the pdrn confirmed the patient completed treatment with the cycler the day of the reported event as well as the following days afterwards. The pdrn could not confirm if the cycler set was available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.